Event description:
Spoke with patient starting syringe area on pump is cracked and cap will no longer screw on. Faulty pump is sn (B)(4) maintenance due 2/1/2020. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes. Did the reported product fault occur while in use with a patient? Yes. Did the produced issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by patient/caregiver.